Event description:
It was reported that the r-wave measurements were variable with patient position and that impedances have changed. X-ray revealed that the rv lead had tunneled into the heart wall and appeared to be a micro-perforation. The lead was explanted with no further problems.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and found to be within specification.